Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and two similar complaints were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that when placing a tunneled hemodialysis catheter, the tear away portion of the hemodialysis catheter malfunctioned, causing one side to peel away and the other to remain in place. Ultimately the physician was able to remove the portion that did not peel away, causing no harm to the patient.

Event description:
Additional report received on medwatch mw5166355.

Manufacturer narrative:
B5 updated. G2 added other. H6 updated codes. H10 related report number added. H11 evaluation per photos. No units were physically returned for this complaint; however, the customer provided photographs of this defect which confirmed that the sheath failed splitting. According to the photos provided by the customer, it can be seen that the pod was not split correctly. The reported failure mode was confirmed with the shared pictures of the device and the investigation carried out through the production line. The root cause was human error during the segregation of processed parts versus non-processed parts, which prevented the inspection of the unit. B5 updated.